Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with in-house contour next meter and in-house contour next test strips from lot # 1bpeg17a, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly marked as blood results in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00401.

Event description:
An advocate called on behalf of the customer to report that the customer performed a blood glucose testing and obtained a reading of 20 mg/dl at 3:36 p.m. On the contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.